Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft became fractured. A 4.00mx/1.5cmx140cm small peripheral cutting balloon was selected for use. During preparation, an indeflator was connected with this device; however, it was noted that the metal shaft was broken. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual, tactile and microscopic examination of the device were performed. Multiple severe kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The device was attached to an inflation device without any issues noted. No damage or any issues were observed with the tip or markerbands. No damage noted to any of the blades. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft became fractured. A 4.00mx/1.5cmx140cm small peripheral cutting balloon was selected for use. During preparation, an indeflator was connected with this device; however, it was noted that the metal shaft was broken. No patient complications were reported and the patient's status was stable.